Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a long perforation occurred in the right coronary artery (rca) from the use of an unspecified device. Four graftmaster stents were opened and prepared. A 3.5 x 19 mm graftmaster was advanced, but failed to cross the perforation and was removed. Two 2.8 x 19 mm and one 2.8 x 16 mm graftmaster stents were implanted, successfully sealing the long perforation. There was no reported adverse effect related to use of the graftmaster stent. The patient was transferred from the catheterization lab, but remained hospitalized for an unspecified reason. Two days post procedure on (B)(6) 2017, the patient died, from an unrelated, unspecified cause. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.